Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was not able to replicate the issue. Fse performed system verification according to isi procedures. System was tested according to isi procedures. System is operational and verified as ready for use. The complaint was not confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure arm 3 was giving issues. The caller detailed that arm 3 instrument was not articulating as expected. Prior to calling user replaced instrument and reseated sterile adapter with no change. No related errors in logs. The technical support engineer (tse) suggested a test drive after procedure to recreate error and then swap drapes between universal surgical manipulator (usm) 3 and usm 1 to see if issue follows drape or stays on usm 3. The procedure was completed with no reported injury.